Event description:
Maude report rec'd. Concerning multiple events where flow/delivery issues occurred with use of clave connectors and smiths medical cadd remote reservoir adapter tubing/ext. Sets. The report states "continuous chemotherapy to infuse over 46 hrs via cadd pump. Upon return to the office only a portion of the chemotherapy had infused. Over 3 months, a total of 11 events were reported for this and other pts. The common factor was the use of the clave connector with the smiths medical cadd remote reservoir adapter tubing or smiths medical cadd extension set."

Manufacturer narrative:
Mfrs investigation: a review of the complaint database for clave products list/similar problem did record add'l reports and investigations. A review of those reports where device return investigations were performed showed mixed findings/results including usage/incorrect techniques, incompatible mating devices and no defect found/cannot determine. Previous investigations of clave connector leakages/component functionality have identified these types of issues can occur when the clave is accessed with incompatible devices as well as inadequate flushing, attachment/usage techniques. Label review. ICU medical became aware of some concerns by the facilities pharmacy /outpatient clinic sites where isolated incidents describing flow issues and minor fluid leakages with set-ups involving use of microclave connectors and approx seven to eight assorted pump, admin and primary tubing sets (multiple mfg's). Other: during the (B)(4) 2013 timeframe ICU medical product specialist teams followed up with facilities pharmacy/out-patient treatment facilities management to review/evaluate each of the various device sets/component connector luers that are mated with the microclave connector. Samples were evaluated for dimensional luer compatibility and performance features such as priming vol., flow etc. The results identified/documented both compatible products and those that were not compatible and/or exhibited unsatisfactory performance i.e. Flow reductions, occlusions etc. The info was provided w/o prejudice to the staff for final determinations and inventory assessments. Specific to the smith's medical, (B)(4) prizm pump set the engineering assessment identified the sets male luer ID, luer lock measurements (0.061") were incompatible with the clave products. Conclusion: the involved clave connector devices were not returned for analysis and confirmation. Based on site assessments, it can be concluded that the clave connectors that are the subject of this report were accessed/mated and or used with incompatible devices.